Event description:
A customer reported media leakage with a cyclesure 24 biological indicator (bi) after being processed in a completed cycle of their sterrad sterilizer. The load was not recalled and released for use. There was no injury or harm associated with the issue. It is unknown if the bi integrity was checked per the IFU prior to use. There was no problem with the procedure and storage status of the bi. There is no unused bis available for investigation. This event is reported to the FDA for user error. Items from the load were released and used on a patient(s).

Manufacturer narrative:
(B)(4). Manufacturer date: 11/06/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to this issue of dried vial. Trending analysis for the product code of ''dried vial' was reviewed from january 2013 through december 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from january 2013 through december 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from november 06, 2012 to april 01, 2013. The overall risk is considered "broadly acceptable". The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated with dried vial is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two retains bis were subject to functional evaluation. Functional specification was met. There was no physical bi damage or leakage found after sterrad® processing. Twenty-six bis were returned for evaluation; one suspect bi and twenty-five unused bis. The product was returned after its expiration date. As such, no functional evaluation of the unused RMA product was performed. The one suspect bi had a golden ci disc which indicates peroxide exposure. A single spore disc and a single tyvek® liner were present. Staining was present on the tyvek® liner and the outer vial's label which is consistent with the presence of media fluid during the sterrad® cycle. The outer vial had stress marks which is consistent with manual crushing and the inner ampoule was completely crushed. There were no punctures observed in the outer vial. The cap was completely depressed. There was no media remaining. All twenty-five unused bis were in the appropriate configuration for unused bis. All of the bis had red ci discs, intact ampoules with purple media fluid, a single spore disc on the outer vial's floor, and a single tyvek® liner with appropriately-placed cap. The assignable cause analysis of the code 'dried vial' is physical damage on the media ampoule prior to processing in the sterrad®. If a bi with a damaged ampoule is sterrad®-processed, the ampoule may burst under vacuum and ultimately cause a dried vial result. The customer indicated that further event details are unavailable; therefore, the assignable cause is "physical damage" of unknown origin. The assignable cause analysis of the code 'load not recalled' references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter was sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24. As a precautionary measure, the customer letter also reminds the customer that the bi should not be crushed until after processing. There is no further action required at this time.

Manufacturer narrative:
(B)(4): media leakage.